Manufacturer narrative:
Ts operator was not a (B)(6) speaker, but tried to explained to customer that contamination can happen also when preparing samples. Ts suggested a monthly maintenance (additionally clean with bleach also racks and sample shield) and then a run just with negative controls to ensure that there is no issue on the panther instrument. (B)(6) speaking hologic molecular applications specialist was contacted to follow up with the customer to explain, and to find out if additional actions is needed.

Event description:
Customer called hologic informing that they had 76 positive results in a run of 118 for sars-cov2. Customer suspected that there could be a positive contamination on the panther instrument sn (B)(4).